Manufacturer narrative:
The complaint investigation is completed. It consists of a device logs evaluation and a hospital facility visit by our field service engineer (fse). The fse investigated the ventilator system and was not able to duplicate the reported event. When the ventilator parameter setting were set to 600 [ml], the measurement readings showed vti 608 [ml] and vte 584 [ml], which is within expected limits. Furthermore, the ventilator passed all functional and safety tests per factory specifications. The device logs evaluation showed that the pre-use checks tests passed on the day of event. There were no entries in the technical log files indicating a ventilator malfunction at the time. The event log file confirms that the tidal volume was set to 600 ml at several occasions (times: 12:22, 15:59, 16:05, 16:07) during the given date of event. The actual readings (delivered volumes) cannot be seen in this log by design. There are several clinical alarms in the log files indicating difficulties with patient ventilation, these alarms indicated either increased breathing resistance or leakage. Both these conditions lead to insufficient ventilation of the patient. The cause for this event could not be established, but was most likely related to a human factor issue.

Event description:
It was reported that while connected to a patient, the ventilator didn't deliver the expected volume. The ventilator was set at 600 ml and delivered 65.75 ml. There was no patient harm reported. (B)(4).